Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism was cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, our technician confirmed that the us connector cable (long) perforated, the suction channel buckled, the brand plate missing, the segment crushed, the ultrasound connector body leak, the jet socket cut, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).